Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes, underfilling/low draw of blood occurred. The following information was provided by the initial reporter: it is reported customer experienced under filling. Verbiage received, "we are observing a situation with the sst tubes (B)(6) lot 0295165 that are not filling properly, it is slightly going in just enough to see blood and not filling up more than a little. It mostly happens with the 21 gauge needles but it has happened with a butterfly as well. The complaint is form the sherman tx region. It started on (B)(6)."